Event description:
Hamilton medical ag received the following event description: customer reports o2 not being delivered by unit. Repeated oxygen supply failed messages. No health consequences or impact no intervention necessary, was reported.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Hamilton medical ags conclusion: it was reported that the ventilator failed to deliver oxygen during ventilation and generated repeated ¿oxygen supply failed¿ alarms. No harm to any patient, user, or third party was reported. No medical intervention. The logs shows the alarms. A complete service software check was performed by the local service engineer, and all functional and performance tests passed successfully. The device operated normally at various fio2 settings, and the issue could not be reproduced (re-constructed). No device malfunction was confirmed. As a precaution, the oxygen quick-connect on the oxygen hose was replaced. The ventilator was verified to be operating within specifications and returned to service. Based on the available information, the case is considered closed.